Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Conclusion: failure observed during analysis. Final analysis found the lead was returned in two pieces. Insulation degradation was noted at 5.1 cm to 5.7 cm from the connector pin.